Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported before use of the bd venflon¿ pro safety peripheral safety IV catheter it was noticed by a radiography assistant that the plastic packaging of the 20ga venflon that she was about to use was warped and hadn't sealed fully, therefore making it unsterile. Upon inspection of the whole batch it was noted that the whole batch of cannula 7290144 appeared to have warped plastic in varying degrees some were unsealed, some not fully sealed and some that appeared to still have the seal intact but the plastic very warped. The devices have been withdrawn from use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: (B)(4) actual samples were returned for the investigation of this complaint. The bottom web of the unit package had shrunk and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. Deformed package with open seal: visual inspection was performed on the sealing features of the returned samples. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. A device history record review showed no non-conformance associated with this issue during the production of this batch. Investigation conclusion: confirmed: bd was able to confirm the complaint. There is no process in the manufacturing facility that could cause this nonconformance. The probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.)